Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, two openings on anterior and posterior, wear abrasion. Leak test was performed and found opening on anterior and posterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on anterior and posterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.